Event description:
While using a byte night aligners, patient reported that they are experiencing very bad jaw pain when they wake up in the morning and when putting in the lower aligner. Provided information on jaw pain discomfort, advised to discontinue the hyperbyte and to wear the aligners for 14 days and to provide update. Also provided discomfort tips.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.